Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed a leak at the spike port tubing cap. Functional testing revealed a spike port leak on the sides of the spike port tubing cap. The reported condition was verified. The cause of the condition was not determined. To address this issue, the supplier of the component has been notified of the condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml exacamix eva tpn bag had leaked from the middle port. This event occurred after compounding the device with an unspecified solution. There was no patient involvement. No additional information is available.